Event description:
It was reported that the device's downstream occlusion seal was degraded. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found and verified the reported seal degradation problem. It was determined that the downstream occlusion seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.